Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from the service department of olympus europe se & co. Kg (oekg), omsc concluded that the reported phenomenon was attributed to the image cable failure, not subject device malfunction. Since the report said ¿it was found the cable failure between the subject device and the endoscopy workflow management system which caused the reported phenomenon. Its image was transferred after replacing the cable.¿, there was no problem in the subject device, but the reported phenomenon might have been occurred due to the failure of the image cable or image cable connector. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc but was returned to the service department of (B)(4) for evaluation. The service department of (B)(4) checked the subject device and duplicated the reported phenomenon. It was found the cable failure between the subject device and the endoscopy workflow management system which caused the reported phenomenon. Its image was transferred after replacing the cable. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device remained black at the unspecified timing. There was no patient injury associated with this report.